Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device code 2017 failure to follow steps / instructions. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents. The user error was associated with opening the clip to 30 degrees prior to deployment. It should be noted that the mitraclip system instructions for use, instructs the user to initially close the clip until the clip arm angle is approximately 60 degrees. It then further instructs to close until leaflets are coapted and maintain a distinct ¿v¿ shape. It is not definitively confirmed whether the user error led to the clip opening while locked. All available information was investigated and a conclusive cause for the unintended movement associated with the clip opening while locked could not be determined. It cannot be confirmed whether the user error led to the clip opening while locked. There is no indication of a product issue with respect to manufacture, design or labeling. D10, h3: device was not available for evaluation.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the clip opening while locked. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with an mr grade of 4. The pre-procedure mean pressure gradient was 1mmhg. The first clip was implanted successfully. To further reduce mr a second mitraclip delivery system (cds) was advanced to the mitral valve. Upon clip deployment, the clip opened approximately 60 degrees. Troubleshooting was unsuccessful. The clip was deployed and remained stable on the leaflets. Mr was reduced to 1 and post procedure mean pressure gradient was 4mmhg. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.